Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted once the device is received and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during the course of a surgical procedure on a pt's hand, the cuff had lost pressure. There was an unknown amount of bleed-through into the surgical site. There were no adverse consequences, no medical intervention and no delay reported.